Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks from their implantable cardioverter defibrillator (ICD) due to possible atrial arrhythmia with rapid ventricular response. It was noted that the device was also at eol (end of life). The device was explanted and replaced. No further patient complications have been reported as a result of this event.